Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to a fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with fluconazole and cephalosporin for the event. At the time of this report, the patient outcome was not reported however, pd therapy was withdrawn. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.